Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn not reported) was never returned to teleflex for investigation purposes. Probable cause cannot be determined. The complaint cannot be confirmed.

Event description:
The proximal tibia was the insertion site using the 25mm needle during a cardiac arrest. Once the needle was placed on bone and the trigger was pulled it only briefly ran before stopping completely. The crew is experienced using the ez-io. A backup ez-io driver was pulled off of the second ambulance and access into the tibia was then achieved. The report states that there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The proximal tibia was the insertion site using the 25mm needle during a cardiac arrest. Once the needle was placed on bone and the trigger was pulled it only briefly ran before stopping completely. The crew is experienced using the ez-io. A backup ez-io driver was pulled off of the second ambulance and access into the tibia was then achieved. The report states that there was no patient injury or consequence.